Event description:
Additional information was received. It was thought the issue was due to fibrotic tissue at the lead's tip. A revision procedure was performed. This lead was removed and replaced. In addition, the device was replaced.

Manufacturer narrative:
According to available information, no return of product is intended, therefore, boston scientific cannot confirm nor deny this reported clinical allegation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed high out range impedance measurements. In addition, increased threshold measurements were obtained. Sensing measurements were normal. A decision was made to hospitalize the patient for a revision procedure. No adverse patient effects were reported.

Manufacturer narrative:
When additional information has been obtained, this event will be updated.